Manufacturer narrative:
Analysis found that the motor was noisy. Pre-repair temperature test notes as nose 140.9, middle 145.6 and rear 81.5. The unit was found to be overheating and confirmed the reported fault. Upon further inspection, found cleaning tools stuck inside the motor housing assembly. Shaft assembly found to be corroded. The nose and shaft bearings found to be damaged. The unit needed to be disassembled to remove cleaning tools. As per inspection, unit requires full rebuilt and to be tested to specifications as per service repair instructions. The parts had been replaced. The unit was cleaned and sanitized. The unit had been tested to specifications as per service repair instructions with all test passed. If information is provided in the future, a supplemental report will be issued..

Event description:
The health care provider (hcp) reported that the handpiece was heating up in less than 2 minutes at the distal end during the functional testing. They tested the bur guards with another drill and issue did not happen. There was no patient or staff impact.